Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter during an atrial fibrillation (a fib) procedure presented a guidewire stuck. The device was prepared with a non-boston scientific wire. Tested the device on the back table, and everything was working as expected. Once in the body, wired the left superior pulmonary vein (lspv), put the farawave in flower, pulled the guidewire in, moved to the right side, wired the right superior pulmonary vein (rspv), and deployed to basket. Right away, physician noticed he could not move the guidewire anymore. He was able to straighten out the farawave and remove it from the body, guidewire would not move in or out. The catheter was replaced, and the procedure was completed without patient complications. The device is retained by the costumer.